Event description:
It was reported that during device upgrade procedure, a coil separation was observed via x-rays. The physician elected to change the hv vector configuration. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that when patient was seen in-clinic for follow-up, noise was observed on rv coil to can with manipulation. Myopotentials was suspected. Other measurements were normal and consistent with prior measurements. Patient will continue normal follow-ups.